Event description:
A customer contacted beckman coulter inc., (bci) and reported that the unicel dxc 800 pro synchron clinical system generated one erroneous low glucose (glum) result. The specimen was re-tested and repeated result was reported out of the lab. The erroneous result was not reported out of the lab. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
Qc was within established ranges before the event. No additional information is available regarding this event. Root cause is still under investigation.